Manufacturer narrative:
Pump received with frozen display due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform the displacement and self test due to frozen display. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a frozen display. The customer¿s blood glucose level was unknown at the time of the incident. The troubleshooting was not performed. The customer reported that there was no response from any button. Time clock was not changed, happened during normal use, display was not blank. The insulin pump will be returned for analysis.